Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence with multiple cartridges. Additionally, it was reported that a cartridge alarm occurred with multiple cartridges indicating that the cartridge was over-filled despite the customer filling the cartridge with 280-300 units of insulin. Reportedly, the customer loaded a new cartridge to resolve the issues; however, ultimately customer reverted to an alternate method of insulin therapy. There was no adverse impact to the customer¿s blood glucose level.